Event description:
According to the reporter, following a laparoscopic intestinal adhesion lysis with laparoscopic tubal puncture and aspiration procedure, a medical complication was reported. After 37 days from surgery for her follow-up visit, it was checked that the umbilical incision of the patient was cracked and exudate. After debridement, obvious absorbable sutures were visible in strips and unabsorbed and exposed on the incision. To resolve the issue, the doctor disinfected the incision and cut off the unabsorbed sutures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.